Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the customer to align and prime the integrated multi sensor (imt) probe. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced and aligned the imt probe. The cse also replaced the flush pump, imt module and pump assembly. The cse auto-aligned the assemblies and ran a quick check, which passed. The cause of the discordant, falsely elevated na results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them due to the elevated anion gap. The samples were repeated on an alternate dimension vista instrument, resulting lower. Three samples were repeated on the original instrument after troubleshooting, resulting high. The corrected results obtained on the alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.